Event description:
The surgeon was using a 7-inch metz scissors, during a vaginal hysterectomy the scissors broke in the surgeon's hand (outside of the patient). The scissors were inspected and immediately removed from the field in their entirety.